Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: pxa280300/12052448 and pla320400/11576312.

Event description:
On (B)(6) 2008, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported an angiogram taken in (B)(6) 2014 (date unknown) revealed a type iii endoleak with the aortic extender endoprostheses that were implanted on (B)(6) 2014. On (B)(6) 2014, the physician reintervened and implanted two additional aortic extender endoprostheses. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Addition upon further investigation, it has been determined the pxt261418/05893625 device will be added to this event.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.